Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration, rupture.

Event description:
Physician reported "a rupture of the implant, leakage of silicone, and the presence of silicone in the axillary lymph nodes" diagnosed by MRI and ultrasound. This relates to the right side. The device has been explanted.

Event description:
Physician reported "breast pain, swelling and redness.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken sharp assessed as unidentified (tear) opening (shell thickness was within specification). Silicone migration: unable to confirm as it is a medical event not related to the device. Inflammation/irritation: unable to confirm as it is a medical event not related to the device. Additional observations: crease flat observed in the device. Red particles observed in the device/gel. No further actions are required as the device was implanted."

Event description:
Physician reported "a rupture of the implant, leakage of silicone, and the presence of silicone in the axillary lymph nodes" diagnosed by MRI and ultrasound. The device has been explanted. This record relates to the left side.